Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a data use agreement (dua). The preliminary data report was from the orthopedic research foundation (orthoindy), which includes information collected from saint vincent hospital and health care center, as part of an on-going data use agreement. Attached is the interim version of the data collection template (dct), which includes safety-related information for the va-lcp ppfx system. Patient 32: 64-year-old female - it was reported that the patient had following events: - superficial infection; treated with I&d - pain; none/observation: loose screw observed on x-ray. - hardware breakage (one cable, one screw broken), requiring both removed. The ppfx plate was also removed as the trochanter had eroded to basically soft tissue. There was only a remnant of the trochanteric fracture anteriorly. Implant(s) involved: part number 02.221.087, unknown screw x9, pin fixation 298.803. Unknown cable and unknown screw which required implant removal.